Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump touchscreen became partially unresponsive, with the top portion not registering input while the bottom portion remained functional, which prevented device unlocking and acknowledgment of notifications; a replacement device was arranged and the user was instructed on shutdown and return, and advised that data would not transfer and to complete standard startup on the replacement and continue cgm use via dexcom app or receiver. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no injury, no medical intervention, and no interruption to glucose monitoring. Investigation included review of user report and logistics for replacement. Investigation of this case revealed a suspected touchscreen functional failure consistent with a display or touch input component issue.